Event description:
Technician alleged that the left foot side rail was not staying up. No pt impact.

Manufacturer narrative:
The tech found the latch was not functioning due to being stuck and was contaminated. The tech cleaned the latch assembly to resolve the issue.